Event description:
Boston scientific received information that the right ventricle (rv) lead had been twiddled. In addition, the lead had dislodged and was sitting in the right atrium (ra). The twiddling of the lead was confirmed upon x-ray. The lead was replaced and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.